Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture clearly may have generated local inflammation and thus led to a contracture." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "pain, inflammation, breast hardening with capsular contracture baker grade iii." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, inflammation/irritation.